Event description:
Caller reported compact plus meter intended for use in the u.s. Displays results in mmol/l. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.